Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additional information has been requested but has not yet been received. If additional information is received, a supplemental report will be submitted. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
During a procedure, a stealth peripheral orbital atherectomy device (oad) was used to treat a type b, chronic total occluded (cto) lesion in the mid-superficial femoral artery (sfa). After the procedure, slow flow was observed. The slow flow was unable to be resolved, and resulted in ischemia and subsequent amputation.